Event description:
It was reported that catheter issue occurred. The 75% stenosed target lesion was located in the moderately tortuous and non-calcified distal right coronary artery. An opticross hd ultrasound catheter was used for examination. During preparation, the air could not be properly aspirated, resulting in a very dark image. Air aspiration was performed several times without improvement; therefore, the device was replaced with another of the same model to complete the procedure. No patient complications were reported.

Manufacturer narrative:
Investigation results: device analysis findings: the device was returned for analysis. Visual inspection revealed that the sheath assembly was kinked. No damage was found in the imaging core within the telescope and sheath section of the device. Impedance testing showed an electrical open at the proximal end of the catheter; 110-120cm from the distal housing. During the flush test, the device flushed normally when the telescope was fully retracted and fully advanced. No signs of leak were observed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of unable to exclude device problem following a review of the reported event details, available information, and product record review. In this case, the device was returned for product analysis; however, it was not possible to identify the probable cause of the reported event since the failure found is related to a total loss of image rather than a poor-quality image. Improper handling, device manipulation or not following the correct instructions during the procedure, could be contributing factors to the reported issue. However, there is no additional detail pertinent to the event. Regarding the reported device entrapped air and device difficult to flush, the as analyzed cause code of device problem excluded is assigned, following a review of the returned device, reported event details, available information, and product record review. In this case, the device performed as intended during the analysis, and no damage was found that could have contributed to the reported allegation.

Event description:
It was reported that catheter issue occurred. The 75% stenosed target lesion was located in the moderately tortuous and non-calcified distal right coronary artery. An opticross hd ultrasound catheter was used for examination. During preparation, the air could not be properly aspirated, resulting in a very dark image. Air aspiration was performed several times without improvement; therefore, the device was replaced with another of the same model to complete the procedure. No patient complications were reported.